Manufacturer narrative:
Follow-up #1: date of submission 01/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: the alleged keypad complaint could not be duplicated. All of the keypad buttons were responsive. No contamination was found on the button contacts. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an ok/enter button under-responsive issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.